Event description:
It was reported that the patient was diagnosed with sleep apnea symptom after detection by a polysomnographic diagnostic test in (B)(6) 2013. It was reported that in (B)(6) 2013 the patient was too tired and slept too much. It was reported that the physician suggested CPAP, but the patient refused. The relationship of the sleep apnea to vns therapy is unknown.

Manufacturer narrative:
.